Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 months since the subject device was manufactured. Based on the results of the investigation, it is likely that the gauze or cloth like debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following is included in the instructions for use (IFU) and may have prevented improper reprocessing: ¿precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found fibrous debris protruding from the air/water nozzle. The outlet pipe and air channel volume measurement showed evidence of obstruction. The subject device failed inspections related to water flow, water removal and water channel volume. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the channel on the evis lucera elite gastrointestinal videoscope was observed to be obstructed during reprocessing, which had occurred after an unknown procedure. The inspection of the returned device found foreign debris protruding from the air/water nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. The procedure had been completed with the subject device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.